Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient presented in clinic for routine follow up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited intermittent ventricular capture. No intervention was performed. The patient status was unknown.